Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that 2 days ago, they adjusted the therapy to 0.8 but in the next morning when they verified, the stimulation therapy was on 0.7, they adjusted the number again to 0.8 and will track therapy settings to confirm if the programmer is changing the therapy and contact with patient services to inform. Patient also reported that last night the leakage and urgency came back when they were standing or walking. Patient will track the symptoms and discuss them with hcp in the follow up appointment next tuesday. General functionality of the therapy and devices was reviewed with the patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.